Event description:
An event occurred regarding a chemoclave® vented bag spike, alleging that there was a leakage of an unknown chemotherapy drug at the junction between the spiros and the lower tubing. There was patient involvement, no patient harm, and there was no delay in critical therapy.

Manufacturer narrative:
Received two (2) used ch-14 connected to various mating devices. One (1) of the ch-14 had a stick down. No defects or anomalies noted on the other ch-14. Each ch-14 was leak tested with the mating devices per product specifications. There was no flow through the stuck down ch-14. There were no restrictions in flow or leakage on the other ch-14. The ch-14 was disassembled and found to be bent and broken. The reported complaint of leakage can be confirmed due to the stuck down microclave. The probable cause is unknown. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
Received two (2) used ch-14 connected to various mating devices. One (1) of the ch-14 had a stick down. No defects or anomalies noted on the other ch-14. Each ch-14 was leak tested with the mating devices per product specifications. There was no flow through the stuck down ch-14. There were no restrictions in flow or leakage on the other ch-14. The ch-14 was disassembled and found to be bent and broken. The reported complaint of leakage can be confirmed due to the stuck down microclave. The probable cause is unknown. The device history review (DHR) could not be reviewed due to the unknown lot number.